Event description:
It was reported that upon interrogation, the pulse generator exhibited an error. After rebooting the programmer, the device was interrogated and the message could not be replicated. The patient would continue to be monitored with normal follow up.